Manufacturer narrative:
Additional manufacturer narrative: there may be cases where a transcatheter valve is placed through a previously placed annuloplasty ring. Annuloplasty rings are an adjunct to the valve repair and intervention occurs as a result of progression of disease and is not related to a device malfunction. In this case, although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to determine the root cause for this event with the available information. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 32mm mitral annuloplasty ring had a transcatheter valve implanted (valve-in-ring) after an unknown implant duration. The reason for re-operation is unknown. A 29mm transcatheter valve was successfully implanted and the patient was noted as doing well post-operatively.

Event description:
Edwards received additional information that this annuloplasty ring had a transcatheter valve implanted due to mitral valve calcification.